Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +21.5 diopter, was reported as being defective. There was no apparent patient contact or injury. The reporter indicated no additional information was available.